Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2024, it was reported by a sales representative via email that an ar-2372blo knotless ac tightrope button flipped prematurely. After the bone was prepped and the knotless ac tightrope button was passed through the clavicle, ready to enter the coracoid, an x-ray revealed that the button was already flipped. Since it was flipped the surgeon could not pull on it to remove it from the patient. Instead, the surgeon had to create a small anterior incision, below the clavicle, to cut the sutures. Once the sutures were cut, the surgeon was able to pull on the remaining sutures and remove the button through the main portal. The case was completed successfully by opening another ar-2372blo knotless ac tightrope. The surgery was only delayed about five minutes. This was discovered during an ac joint repair procedure on (B)(6) 2024.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.